Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements approximately one day post implant. The lead was observed to have dislodged. An invasive procedure was performed. The lead was explanted and an epicardial lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.